Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e315" occurred. The problem, as reported to olympus, was identified during reprocessing. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the electrical components became unstable due to adhesion of foreign material such as chemical solutions residue, hard water residue, finger grease to the electrical contact pins of the scope connector. The electrical components inside the scope connector were broken by using the connector attached to the system while the electrical contact pins of the connector being wet. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Connection of the endoscope and ancillary equipment connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. ·troubleshooting guide - wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right. Olympus will continue to monitor the field performance of this device.